Manufacturer narrative:
The device was returned to zoll medical corporation UK. During the investigation it was noted that the device was able to power on with no issue using a test battery and passed all functional testing. The customer's battery was not returned and could not be evaluated. The logs were reviewed and noticed multiple battery calibration messages leading up and on the event date. The device was extensively tested including under vibration and passed successfully. Device was recertified and returned to the customer for use. No trend identified against sillar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.